Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was difficulty in firing. The clip was formed teardrop-shaped or twisted. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(4)

Manufacturer narrative:
(B)(4). (B)(4). Malformed clip. The analysis results for the el5ml instrument found that it was returned in good visual condition. The instrument was returned with the jaws closed and one malformed clip in the jaws. Due to the returned condition of the instrument, the trigger had to be manually assisted to release the jaws. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that a tracheobronchial stent graft, intended to treat a pseudoaneurysm within a tight av loop graft in the patient's upper arm, would not deploy. Reportedly, several attempts were made to deploy the stent graft, but all were unsuccessful. Upon removal of the entire system, approximately 1/2 cm of the stent graft extended outside the end of the delivery system. Another stent graft was successfully implanted. There was no reported patient injury.